Manufacturer narrative:
(B)(4). Batch # r58l3u. Investigation summary: the analysis results showed that one ecr60d reload was returned unfired, with two double drivers missing and one double driver out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what may have caused the reload pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic radical resection of esophageal carcinoma surgery, the device would not fire when severing esophageal tissue on the first firing. Checked the sled¿s position and found a ramp stall issue. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.